Event description:
It was reported that a catheter issue occurred. The 95% stenosed target lesion is located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, the catheter was fractured but was completely removed from the patients body. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was kinked. Based on the evidence, the as reported code of catheter damage/defective is confirmed.

Event description:
It was reported that a catheter issue occurred. The 95% stenosed target lesion is located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, the catheter was fractured but was completely removed from the patients body. The procedure was completed with another of the same device. There were no patient complications reported.